Event description:
Complainanat alleged that, during a routine shift check by a clinician, the device displayed a red "x" and gave a "unit failed" prompt. Complainant indicated that, there was no pt involvement in the reported malfunction.